Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined system displayed the error message one or more errors occurred. A technical support specialist (tss) remotely accessed the station and performed a station database backup following the relevant knowledge article, how to create a station database backup. The tss then restarted the data synchronization and maintenance services, saved the backup file to a temporary directory, and ran a system file checker scan to check for any corrupted windows system files. The station was rebooted afterward to complete the maintenance process. The tss requested the customer to retry inventory, de-stock, and unload functions, after which the customer confirmed that no abnormal behavior was observed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es opmcl-es user encountered an error stated one or more errors occurred when attempted to perform inventory functions such as de-stocking or unloading. The user attempted reboot, unplugged, and reconnected the device, but the issue persisted. Login was successful; however, these specific transactions cannot be completed. The issue was not user-specific and affected only this single station. The user also confirmed that no recent setting changes were made. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.